Event description:
It was reported by a peritoneal dialysis registered nurse (pdrn) that this peritoneal dialysis (pd) patient was hospitalized. The patient has toxins in his blood. The pdrn stated the reason could be due to not completing treatments properly or due to the patient's peritoneal membrane. The pdrn was addressing the topic of proper treatments with the patient's spouse. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is no allegation of a device malfunction or deficiency reported for this event. It was suspected the patient was not completing pd treatments as prescribed as supported by the information that the pdrn had to discuss completing proper treatments with the patient¿s spouse. Nonadherence to treatment is associated with increased risk of mortality, hospitalizations, complications, and poor quality of life in dialysis patients. Additionally, there was a question as to whether the patient¿s peritoneal membrane was failing. Long term use can produce structural and functional changes of the membrane by the activation of the resident fibroblasts and infiltrating inflammatory cells, mesothelial to mesenchymal transition, further leading to fibrosis, angiogenesis and ultrafiltration failure. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
It was reported by a peritoneal dialysis registered nurse (pdrn) that this peritoneal dialysis (pd) patient was hospitalized. The patient has toxins in his blood. The pdrn stated the reason could be due to not completing treatments properly or due to the patient¿s peritoneal membrane. The pdrn was addressing the topic of proper treatments with the patient¿s spouse. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Correction provided in b1 and b2. Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.